Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation is ongoing.

Event description:
It was reported to hamilton medical ag that: "hospital staff states that the device turned off during ventilation. No other information was provided. Loss of main power". Patient was connected to the ventilator and medical intervention was required. However, no health consequences or impact to the patient were reported.